Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Found broken on the nurses table as she has been on holiday. No further information from the hospital event date unknown.

Manufacturer narrative:
The two (2) expedium quick-connect single innie polyaxial screwdrivers [product code: 2797-12-400, lot no¿s: 0408mi & mi25524] were not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the single inner setscrews could not be performed as the lot numbers are unknown. Without the return of the drivers we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Manufacturer narrative:
Visual examination of the returned device revealed a fracture at drivers¿ distal tip. Device was then sent for fracture analysis which suggests the driver underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.